Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a system implant procedure. During the procedure it was found that the pacemaker exhibited inadequate low voltage output and a header connection issue. It was noted that the leads exhibited normal parameters before being connected to the pacemaker. The device was removed and replaced. The patient was recovering post procedure.

Manufacturer narrative:
The reported events of connection and pacing problem were not confirmed. Final analysis was normal. No anomalies were found.